Event description:
As reported by the (B)(4) study, a patient experienced q-wave mi and periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of the index procedure, the angiography revealed 100% stenosis in the mid right coronary artery. The indication for the procedure was unstable angina and non-st elevation mi. The lesion was described as 40mm in length, class c, moderately calcified, and de novo. The reference vessel was 3.5mm in diameter. The pre-timi flow was 0. As planned, the lesion was pre-dilated with a 2.5 x 15mm balloon at 12atm and a 3.5 x 33mm cypher over the wire was implanted at 14atm. As a standard procedure, the stent was post-dilated with a 3.75 x 15mm balloon at 20atm. In addition, a second 3.5 x 28mm cypher over the wire was implanted overlapping proximal to the initial stent at 16atm in order to fully cover the lesion. This stent was post-dilated with a 3.75 x 15mm balloon at 20atm. Consequently, a third 3.5 x 13mm cypher over the wire was placed overlapping proximal to the stents to fully cover the lesion. As a standard procedure, the stent was post-dilated with a 4 x 10mm balloon at 20atm. The residual percentage of stenosis was 0%. 6-12 hours post index procedure, the ck was 707 (215 unl), ck-mb was 48.5 (3.6 unl) and troponin I was 34.8 (0.05 unl). 16-24 hours post index procedure, the ck was 736, the ck-mb was 42.4, and troponin I was 19.5. It was reported that the pre-procedure enzymes were in their normal limits; the ck was 45, the ck-mb was 0.5, and the troponin I was 0.02. As per adjudication report, the ECG core lab report was unavailable; and additional source documents such as admission report, ECG tracings, and discharge summary were not received from the site.

Manufacturer narrative:
According to the site, the patient was admitted to the hospital with a large mi and cpk and thus the troponin remained very elevated post stenting, but this post-elevation of enzymes was later diagnosed as a q-wave mi and periprocedural pci based on the received adjudication minutes. There were no device delivery issues and the patient was discharged in four days of treatment. Concomitant medications at the time of mi included aspirin, atorvastatin, lisinopril, and metoprolol. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00248, 3003742446-2012-00249, and 3003742446-2012-00251.

Manufacturer narrative:
Complaint conclusion: as reported by the cec adjudication minutes of a (B)(4) study, a patient experienced q-wave mi and periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) female with medical history including angina, myocardial infarction ((B)(6) 2010) and smoking. At the time of the index procedure, the angiography revealed 100% stenosis in the mid right coronary artery. The indication for the procedure was unstable angina and non-st elevation mi. The lesion was described as 40mm in length, class c, moderately calcified, and de novo. The reference vessel was 3.5mm in diameter. The pre-timi flow was 0. As planned, the lesion was pre-dilated with a 2.5 x 15mm balloon at 12atm and a 3.5 x 33mm cypher over the wire was implanted at 14atm. As a standard procedure, the stent was post-dilated with a 3.75 x 15mm balloon at 20atm. In addition, a second 3.5 x 28mm cypher over the wire was implanted overlapping proximal to the initial stent at 16atm in order to fully cover the lesion. This stent was post-dilated with a 3.75 x 15mm balloon at 20atm. Consequently, a third 3.5 x 13mm cypher over the wire was placed overlapping proximal to the stents to fully cover the lesion. As a standard procedure, the stent was post-dilated with a 4 x 10mm balloon at 20atm. The residual percentage of stenosis was 0%. 6-12 hours post index procedure, the ck was 707 (215 unl), ck-mb was 48.5 (3.6 unl) and troponin I was 34.8 (0.05 unl). 16-24 hours post index procedure, the ck was 736, the ck-mb was 42.4, and troponin I was 19.5. It was reported that the pre-procedure enzymes were in their normal limits; the ck was 45, the ck-mb was 0.5, and the troponin I was 0.02. As per adjudication report, the ECG core lab report was unavailable; and additional source documents such as admission report, ECG tracings, and discharge summary were not received from the site. According to the site, the patient was admitted to the hospital with a large mi and cpk and thus the troponin remained very elevated post stenting, but this post-elevation of enzymes was later diagnosed as a q-wave mi and periprocedural pci based on the received adjudication minutes. There were no device delivery issues and the patient was discharged in four days of treatment on dual anti-platelet therapy. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15092446 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00248, 3003742446-2012-00249, and 3003742446-2012-00251.